Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9000 system had a saturation fault error message. No pt injury was reported.